Manufacturer narrative:
Tracking #: (B)(4). Date sent: 3/10/2016. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a bariatric laparoscopic gastric sleeve procedure, the scrub tech fired the device once, plastic to plastic, then the resident fired outside the patient with no issue. The device was fired in the patient and an unformed clip fell out of the device. The next firing, no clip was deployed. The next two firings, the device spit out an unformed clip each time. The device was removed from the patient and fired again at the back table and no clip was deployed. The case was completed with another device of the same product code with no adverse patient consequences. The device was saved and given to the risk management department at the account.